Event description:
Supplemental MDR created for updates to text in fields b5 and h10; and update medical device problem code in h6 a customer reported that the sample ID for a single patient sample programed for testing using a vitros eci immunodiagnostic system was associated with the incorrect patient's name. Mis-associated patient results may led to inappropriate physician action. There was no report that erroneous results were obtained or reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that the customer reused a sample ID that had a pending sample program stored in the analyzer memory and was not processed to completion. The tsc reviewed information contained in the "sample ID reuse" section of the vitros eci immunodiagnostic system operator guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No device malfunction occurred. The investigation determined that the root cause of the event is user error due to improper sid reuse.

Manufacturer narrative:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient name when scanned on a vitros eciq immunodiagnostic system. The assignable cause of the event was determined to be user error. The vitros eciq immunodiagnostic system was operating as intended. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. The customer identified the discrepancy and no erroneous results were reported.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a sample ID for a patient sample was associated with the incorrect patient name when scanned on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 608413.